Event description:
Treatment of a small ellipsoidal saccular aneurysm measuring 10mm located in the supraclinoid segment of the right ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline (4.25mm x 14mm) embolization treatment. During the procedure, it was reported the distal end of the pipeline would not open properly after it released from the capture coil. The device was successfully removed and the patient is doing well.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).